Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a worn tasp was returned to the pms department missing bearings and accompanied by a worn instrument form. Not all pieces were returned, and it is unknown at what point the device became separated from the bearings. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (scratches/discoloration) and have both of components disassembled / missing (the components were not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record identified no deviations or anomalies during manufacturing. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint can be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.